Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited high threshold. Low impedance, also noted was damaged insulation. The lead was capped and replaced successfully on (B)(6) 2016. No patient symptoms were noted.